Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's atrial lead exhibited noise over-sensing and low pacing impedance. The physician noted that the lead showed signs of insulation damage. The lead was capped and replaced on (B)(6) 2021. The patient was stable.